Event description:
It was reported to philips that the device's etco2 is out of calibration and does not charge. There was no patient involvement.

Event description:
It was reported to philips that the device co2 and nbp is out of calibration.

Manufacturer narrative:
Upon further evaluation it's been deemed that there was no malfunction and this doesn't meet the criteria for a complaint.